Event description:
Received an email from pt, reporting pt contracted acanthamoeba in their left eye while wearing an acuvue bifocal lens. Pt was referred to a corneal specialist, and was treated with brolyne, neomycin, and a chlorine preparation. No add'l info is available to enable further investigation at this time.